Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: manufacturing location: supplier - universal punch / inspected, packaged and released by: monument; release to warehouse date: january 2, 2020; part number: 314.467, stardrive screwdriver shaft t8 105mm; lot number: 14l1236 (non-sterile); lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance supplied and certificate of tests were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Picture review: the received picture confirm the issue as per event description that the tip of t8 screwdriver shaft is twisted; the complaint therefore has been determined to be confirmed. Visual inspection: the stardrive screwdriver shaft t8 105mm (part #: 314.467 and lot #:14l1236) was received showing the tip was twisted and deformed. No other issues were identified with the returned components of the device. The observed issues are consistent as the end of life indicators for the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hxx, kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a va ankle procedure, the screwdriver was twisted and unable to correctly hold the 2.7 cortex screw. The procedure was successfully completed using a second set. There was no surgical delay. There was no patient consequence. Concomitant devices reported: unknown 2.7 cortex screw (part# unknown; lot# unknown; quantity: unknown lateral distal fibula plate (part# unknown; lot# unknown; quantity: 1). This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).